Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the system would not heat past 35 degrees. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.